Event description:
The account alleged that the knee rises with the siderails unplugged. No pt impact.

Manufacturer narrative:
The technician asked the account to apply knee lockout to see if it will still rise. No further info is available on the repair of the bed at this time.